Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating and inflammation. Blood testing has indicated that the patient's cobalt and chromium levels are elevated. Update rec¿d (B)(4) 2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified. Records are available for further review. The complaint was updated on (B)(4) 2014. Update (B)(4) 2015 - pfs and medical records received. The medical records were received on (B)(4) 2014 with alert date of (B)(4) 2014. These records were reviewed on (B)(4) 2015. After review of the medical records for MDR reportability, a correct dor was provided. The revision operative note indicated metallosis and trunnionosis. No labs have been provided for the alleged high metal ions. The stem is being added to the complaint. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).